Manufacturer narrative:
Update to d2. Reported event: it was reported ¿as reported by surgeon: attached are xrays of three patients I previously discussed. All have concerning radiolucencies underneath the tibial baseplate that appeared several months post op. Thus far, none have required revision but all have some degree of pain (mostly medial). Again I never saw this prior the mics transition. Let me know your thoughts and if any other surgeons have seen this issue. More recently, I have been using a 2mm drill to perforate the sclerotic tibial surface to promote better cement interdigitation and my results seem to be much better. Case type: pka 3.0¿ this pi is for patient 2 of 3. 69 yo female, surgery(B)(6)2019.¿ method & results: product evaluation and results: a review of these case logs as well as the provided x-rays confirmed radiolucency beneath the tibial baseplate. A review of the case logs did not find anything that would suggest issue with the robotic system. The implant placement in both implant planning as well as in provided x-rays looked adequate and the resection visual in bone prep matched the intended implant placement. All accuracy values for bone registration were acceptable and the registration pattern was properly taken. Product history review: a review of device history records shows that rob094 was inspected on 16/04/2010. A review of the data revealed that the non-conformances is not related to the failure alleged in this complaint. Complaint history review: a search of the complaint database under device identification pn 209999 reports no similar complaints for pka software - other. Conclusions: the failure was not confirmed through review of the provided log/session files and images. A review of these case logs as well as the provided x-rays confirmed radiolucency beneath the tibial baseplate. A review of the case logs did not find anything that would suggest issue with the robotic system. The implant placement in both implant planning as well as in provided x-rays looked adequate and the resection visual in bone prep matched the intended implant placement. All accuracy values for bone registration were acceptable and the registration pattern was properly taken. No additional investigation or specific actions are required at this time. If additional information is received such as the session files, then the complaint will be reopened.

Event description:
This pi is for patient 2 of 3. 69 yo female, surgery (B)(6) 2019. As reported by surgeon: attached are xrays of three patients I previously discussed. All have concerning radiolucencies underneath the tibial baseplate that appeared several months post op. Thus far, none have required revision but all have some degree of pain (mostly medial). Again I never saw this prior the mics transition. Let me know your thoughts and if any other surgeons have seen this issue. More recently, I have been using a 2mm drill to perforate the sclerotic tibial surface to promote better cement interdigitation and my results seem to be much better. Case type: pka 3.0.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for patient 2 of 3. (B)(6) yo female, surgery (B)(6) 2019. As reported by surgeon: attached are xrays of three patients I previously discussed. All have concerning radiolucencies underneath the tibial baseplate that appeared several months post op. Thus far, none have required revision but all have some degree of pain (mostly medial). Again I never saw this prior the mics transition. Let me know your thoughts and if any other surgeons have seen this issue. More recently, I have been using a 2mm drill to perforate the sclerotic tibial surface to promote better cement interdigitation and my results seem to be much better. Case type: pka 3.0.